Event description:
This patient experienced a mi and peri-stent restenosis of two cypher stents approximately 14 months post implant. Per the registry: this male patient with a history of previous mi, hypertension, lipid metabolism abnormality, diabetes, gallstone, bladder tumor and chronic renal failure was admitted for coronary intervention. The case was elective. The patient's current medications were not provided. Angiography was performed which revealed 94% and 75% tandem stenoses in a diffusely proximal lad. Both lesions were de novo, eccentric, highly calcified, type-c stenoses. The diameter of the vessel was 1.79 mm and the lesion length was 33.12mm. Heparin 15000u was administered via IV. The lesions were pre-dilated with a 2.5 x 15mm balloon inflated to 12atm. A 2.5 x 23mm cypher stent was deployed to 12atm for 31- 60seconds at the target lesion. A second cypher (2.5/18mm) was deployed to 12atm for 31- 60seconds at the proximal end of the initially implanted cypher; however, the stents were not overlapping. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 16% per visual estimate. The patient was discharged on aspirin, ticlid, nifedipine, and carvedilol. Approximately 14 months post procedure, the patient developed non-q wave-mi and returned to the hospital. Repeat angiography revealed a 90% de novo stenosis. Within the gap between the two implanted cypher stents. This was treated with balloon angioplasty with a 2.5x 15mm balloon. An additional 2.5 x 18mm cypher stent was deployed within the gap of the two previoulsy implanted cypher stents. The residual % of stenosis was %. The patient was in stable condition was discharged from the hospital approximately two weeks later.

Manufacturer narrative:
Note: product is not distributed in the us; however, it is similar to us product. Please note, this is one of two reports submitted for the same event.